Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated they are going through some stuff. Patient stated they had trouble with the stim connecting at the end of august 2024 or the beginning of september 2024 patient stated she got new equipment and that didn't make a difference but then it sorted itself out. Patient is starting to have problems again and it is not connecting to charge patient stated it takes a while for it to connect to the ins and when it does connect it just freezes on "good" or "excellent" charge quality but the ins is not advancing in charge even after 2 hours. Pt stated she has a "spare rtm cord" but she thinks she needs the controller replaced. Pss is suggesting that pt have her ins / leads and programming checked by the field. Pt reported she is feeling "shocking" sensation that she described is like numbness. Pt will feel that in the middle of the night - below her knees. Agent is sending a request to the repair team for the controller and suggested that pt have the ins programming checked.

Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6), product type: programmer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.